Manufacturer narrative:
The complaint allegation is confirmed based on photographic evidence showing an ar-8770-01 hexalobe with damage at the distal tip. Based on the information available ¿ which may include the returned device (if applicable), photographs, videos, event description, and supplemental field input ¿ arthrex has determined that the most likely cause of the reported issue is use-related factors, including: off-axis insertion during use improper or insufficient bone preparation use of the instrument for prying or leveraging with excessive force these actions can generate bending stress, torsional overload, or point-loading conditions that are consistent with the damage observed at the tip. Per dfu-0023-eo revision 5, section I. Cautions: 2. ¿to avoid damaging the instruments, do not impact or subject to blunt force any instruments that are designed to be turned or screwed in. When two devices are intended to be threaded together, ensure that they are fully engaged prior to use.¿ 6. ¿flexion of the joint with the instrument in position in the joint may result in bending or breakage of the instrument.¿ 7. ¿do not overstress the device or use the device to pry tissue.¿

Event description:
On 28th october 2025, it was reported by an arthrex employee via email that an ar-8770-01, driver shaft, t25 hexalobe, cannulated, iso, trilobe, broke. The screwdriver was loaded correctly into the hand piece, and the screw was attached correctly to the screwdriver tip. Minimal force was used when the tip of the screwdriver broke off. This was detected during a calcaneal osteotomy and medial shift procedure on (B)(6) 2025. The procedure was completed successfully as a secondary screwdriver was used from the tray.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.